Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Testing of lot 89034li00 is not possible since this lot was already expired when this complaint was opened. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed and no contributing factors to the complaint could be identified. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) architect anti-hcv results of (B)(6) were generated for a patient sample that was also tested by elisa vector-best ((B)(6) result (B)(6)), elisa hcv spectrum ((B)(6) result for core), ns proteins ((B)(6)). The customer reported the (B)(6) elisa results and recommended pcr hcv rna testing for the patient. No adverse impact to patient management was reported. The customer provided information regarding an additional patient. Elisa vector-best (B)(6) result was obtained with (B)(6), elisa hcv spectrum showed (B)(6) result for core (B)(6) , ns proteins (B)(6). Sample was tested with architect anti-hcv reagent and a (B)(6) result was obtained. No adverse impact to patient management was reported.